Event description:
This device case, reported by a diabetes nurse educator via a sales representative, concerns a pt who experienced diabetic ketoacidosis (dka). The pt was received human insulin (humulin formulation not specified) via a pen injector device (humapen ergo teal-opaque) for treatment of diabetes. The device was operated by the patient. It is unknown if the patient was a trained user or how long the pt had been using the device. Concomitant medications information was not provided. During treatment with humulin via the humapen (lot number unknown/model number ms8335) the patient experienced diabetic ketoacidosis and was hospitalized. According to the reporter the pt had been having problems with the humapen for awhile. The device will be returned to the co for analysis. The rptr has not yet seen the pt but the pt has been released from hospital. As soon as the rptr sees the pt, rptr will retrieve the device and obtain further information regarding the dka. The rptr suspected the event was related to the humapen. The device has not yet been retrieved from the pt. This case will be submitted to be device reporting section and will not be submitted to the drug reporting section.

Event description:
Manufacturer's comments: the user did not return the device to the MFR for investigation. Thus is is not possible to determine if there is a relationship between the users diabetic ketoacidosis requiring hospitalization and the users humapen device. The complaint description is insufficient to conclude that any device malfunction occurred. This report os cross-referenced to the global product complaints management system (gpcms) database cid#101925. This case will be submitted to the canadian device reporting section and will not be submitted to the drug reporting section. Update 5/30/2001: additional info received on 5/29/2001 from initial reporter via the sales rep. Updated serious outcome to include hospitalization. Updated narrative. Update 7/30/2001: added manufacturer's comments.